Event description:
It was reported that there was a loss of diagnostic information due to a parity error caused by radiation therapy. The patient will be brought into the clinic to have this information reprogrammed. There was no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk file (B)(4) shows a parity error count of one, address equals 170c, data equals 2c on (B)(6) 2012 10:49:03.